Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (pc-000197395, pc-000298478). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61. By product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat severe bilateral osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a left knee revision due to pain secondary to a fall. Upon entering the joint, the surgeon identified and excised scar tissue. The femoral component was well-fixed but revised. The tibial tray was grossly loose and debonded at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.